Event description:
It was reported that the catheter broke and there was a red softball size mark; it was drained (drained material looked like "chocolate milk"). Prior to this event, the pt was not getting medication or relief. The pt was diagnosed with (B) (6); the pt was hospitalized for 3-4 days while receiving treatment (unspecified). Per the reporter, the system was "bad"; there was concern regarding reimbursement. The system was explanted (B) (6) 2009. A request was made for the system to be returned to the MFR for analysis. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).